Manufacturer narrative:
The complaint of external catheter breakage is confirmed, user-related. The characteristics of the damage found on the complaint sample are consistent with a tensile break in which the elastic strength of the catheter has been exceeded. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
It is reported that the catheter was placed into pt's body one day. A fracture was found out at the bifurcation of the catheter.